Event description:
On 06/05/2025, it was reported by a sales representative via (B)(4) that an ar-9664-sg glenosphere sizing guide did not load onto the manual driver handle. When the tech pulled the glenosphere sizing guide off the handle the spring fell out. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confiirmed based on the image of the ar-9664-sg, with batch 6402190210, showed significant surface damage. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to wear and tear damage incurred over time. The manufacturing date was in 2019.